Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. Complaint did not indicate that there was any pt involvement in the reported malfunction.